Event description:
The patient reported that they had been having trouble, and they were convinced that it had to do with their pump. The patient reported that when their son came to visit a couple of years after 2005 (when their pump was implanted), they felt a golf ball size lump on their lower spine where the catheter went in. Around this time they had what they referred to as ¿attacks¿. These attack would last for days, and sometimes they lasted up to two weeks without a break. They knew when they were about to have an attack because they would break out in a dripping wet and cold sweat. This would be followed by a ¿number 10¿ pain that felt like their nerves were being ripped out. Their eyes twitched uncontrollably, and their heart rate went way up and was pounding. For the first six month period that they had the attacks, they had them for over 4.5 months out of the 6 months. (B)(6). They indicated that was how much stress was being put on their body, and they had no idea they had even lost weight or how long it had been. After this pump was replaced, this did not happen as often. Drug information was not provided. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).